Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to or for routine device change out when externalized conductors were observed. Electrical function of the lead was tested and no anomalies were observed. Lead was capped and replaced. No further issues were reported.